Event description:
It was reported that there were concerns about an induced arrhythmia after the therapy provided by this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the data and found an episode with premature ventricular contraction (pvc) after the biventricular pacing that could have induced the ventricular fibrillation (vf). This crt-d successfully terminated the arrhythmia this device remains in service. No adverse patient effects.